Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. In addition, a higher than expected vitros trop I es result was obtained when performing a precision test using a troponin free fluid as the sample. An ocd field engineer performed 'as needed' repairs, adjustments, and ran performance tests. A review of datalog files also determined that the luminometer, signal reagent, and well wash subsystems could be optimized to return the instrument to the expected operation. From previous events, it is known that this customer is not processing samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.074 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory, so no corrected report was required. The repeat trop I es result (repeat = < 0.012 ng/ml) was reported for the affected patient sample. In addition, a higher than expected vitros trop I es result (0.200 ng/ml) was obtained when performing a precision test using a troponin free fluid (expected < 0.014 ng/ml) as the sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)